Event description:
The dealer alleges the door seal on a ih3650 tub is leaking.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.